Manufacturer narrative:
Based on the claim against the product by the customer noting a fractured blade, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Although the complaint regarding a fractured blade was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the procedure log with the information provided resulted in no additional information. In addition, the device information cannot be verified through the system log review at this time due to insufficient product information, and the system was not connected to the network. An image of the harmonic ace instrument related to this event was received. A review of the submitted image was performed by the regulatory post market surveillance (rpms) specialist. The image confirmed that the harmonic ace instrument blade was missing/detached. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted gastrectomy surgical procedure, it was alleged that the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic ace instrument blade was fractured. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the harmonic ace instrument was reportedly inspected prior to use, and no issues were noted. No instrument collision was observed. The harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting a fractured blade, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The blade broke at roughly 0.12¿ from the base, and the broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the broken blade is typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have teflon pad damage on the clamp arm. No material appears to be missing. The root cause of this failure is also attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.